Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. Customer applied more force to the button to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.